Event description:
The pt originally underwent bridging plate placement in 1995. When the pt was masticating, he heard a snap sound, then went to the hospital. The surgeon found plate breakage, and performed revision surgery in 2005. The surgeon would like to known if bending plate caused the plate breakage.